Event description:
Customer alleges discrepant results with meter: date: "4 weeks ago", inratio: 4.0, coumadin dose: 2.5; "2 weeks ago", 4.9, 2.0; "1 week ago", 4.9, 2.0; "this week", 4.9, 2.0. Pt's target therapeutic dose 2.4-3.0. Tested a nurse's aide also resulted in 4.9.

Manufacturer narrative:
Investigation pending.